Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported frost on the needle shaft was confirmed as the needle failed investigative testing. The shaft's temperature is 4.6°c which points to insufficient thermal insulation of the needle; however the iceball size was within specification and not compromised due to the thermal insulation loss. The needle's shaft was bent upon return; therefore disassembly could not be performed for further vacuum loss investigation. Due to the condition in which the device was returned and the investigation results, the root cause was determined to be either related to standard vacuum sleeve thermal insulation loss, or vacuum insulation damage due to the bent needle. The treatment was completed with no injury to the patient. Galil medical's labeling includes precautions instructing users to protect the skin with warm saline, when appropriate.

Event description:
This is a follow up #1 to report investigation results of the returned needle. As reported in the initial: it was reported that during the freeze cycle of a cryoablation procedure, the needle shaft collected frost. The patient's skin was protected. The case was completed with no reported injury to the patient. The needle will be returned for investigation.

Event description:
It was reported that during the freeze cycle of a cryoablation procedure, the needle shaft collected frost. The patient's skin was protected. The case was completed with no reported injury to the patient. The needle will be returned for investigation.